Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 20aug2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue a review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode the customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8015 bd unit screen has white & red lines. Account name: (B)(4). Account #: (B)(6). Asset name: 8015bd pcu n. America v9.33.1.2 a/b/g/n. Asset location: contact: (B)(4). Contact email: (B)(4). Contact phone: (B)(4). Contact mobile: patient or user involvement: no. Patient or user harm: no. Case description: tech called in for help on 8015bd unit serial # (B)(6). Failure device type: failure problem type: failure mode: case resolution: tech confirm the 8015 bd unit when power on he gets white lines & red lines on the screen, which has to do with lcd display that will have to be replace, unit is still under warranty repair, I also confirm part # for lcd with price quote. They may send unit in but tech will call back. Tech thank me for my assist. (B)(4).

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 20aug2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue a review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode the customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: tech called in for help on 8015bd unit serial # (B)(4). Case resolution: tech confirm the 8015 bd unit when power on he gets white lines & red lines on the screen, which has to do with lcd display that will have to be replace, unit is still under warranty repair, I also confirm part # for lcd with price quote. They may send unit in but tech will call back. Tech thank me for my assist. Ref: (B)(4).